Event description:
Information was received based on review of a journal article titled, "mortality and perioperative complications after unicompartmental knee arthroplasty" which aimed to determine the 90-day incidence of perioperative complications and mortality of patients undergoing total knee arthroplasty, using the oxford phase iii mobile bearing unicompartmental knee prosthesis, and the vanguard m fixed bearing unicompartmental knee prosthesis, both manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient underwent manipulation due to loss of range of motion and arthrofibrosis. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by michael j morris, ryan g molli, keith r berend, and adolph v lombardi jr. This information was originally reported on 1825034-2015-02797 which referenced a journal article written on a study that this patient took part in.